Event description:
It was reported that the patient's device migrated anteriorly. On (B)(6) 2012, surgery was successfully performed to re-position the patient's device.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The patient's device remains implanted. This is the final report.